Event description:
It was reported difficulty deploying the filter resulted in deployment into the introducer sheath. The filter was subsequently pushed out of the sheath and manipulated open with a diagnostic catheter. No complications ensued and the pt's condition is good. A delivery system in the released position along with the guidewire, dilator and sheath were returned, evaluated and retained by this MFR. The guidewire returned was not the guidewire sold with the filter. The filter was not returned for evaluation. The engineering evaluation revealed there were straight scratches located in the carrier capsule extending from proximal to the distal end. It was indicating this filter deployed into the sheath. Co's directions for use outline instructions for how to avoid this situation as well as what to do if this occurs which include "remove introducer catheter from pt, being careful not to disturb filter positioning within sheath. Withdraw sheath containing filter from pt. Begin process again with a new system." Co believes pt anatomy and user technique contributed to this event and do not attribute it to the device.